Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for the stent involved in this complaint is unk, the shop floor paperwork could not be examined. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
Same case as MFR's rpt # 6000093-2006-02115. Tap. It was reported that 283 days after implantation of 3.0x20mm and 3.0x32mm taxus express2 drug eluting stents, and in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal and mid right coronary artery (rca). A pre-intervention stenosis was not reported. The lesion was pre-dilated with a 2.25 x 15 mm maverick balloon. A 3.0 x 32mm taxus stent was deployed at 14 atm, "with some difficulty" in the "distal area of the stenosis." A 3.0x20mm taxus stent was deployed at 16 atm, over-lapping the proximal end of the previously placed stent. It was not reported that the stents were post-dilated. A post-intervention residual stenosis was not reported. The patient received plavix and aspirin after the procedure. No information concerning complications or patient condition was reported. The patient presented 283 days after the initial procedure with recurrent angina pectoris and a 90% in-stent restenosis in the mid rca. An atherectomy was performed using a 3.25x10mm cutting balloon. The lesion was then dilated with a 3.5x15mm powersail balloon. A 3.0x12mm taxus drug eluting stent was deployed in the region of the lesion. The stent was post-dilated with a 3.5x15mm powersail balloon. A post-intervention residual stenosis of 0% was reported. The patient received nitroglycerin during the procedure. No information concerning complications or patient condition was reported.